Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before use, a leak was confirmed during cuff check. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination shows that there is a black arrow on the main body of the cuff which is not from our manufacturing process. The returned unit was inflated using the parameters set out however the bronchial cuff deflated rapidly. Further examination of the bronchial cuff body shows that there is a clean cut slit in the main body of the bronchial cuff. The damage detected is indicative of coming in contact with a sharp utensil or object. The single wall thickness was measured away from the damaged area and found to be within the blueprint specification. The device failed to meet specification as it was received or made available for evaluation. The cause of the observed condition was determined to be cut slit in the main body of the bronchial cuff. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.